Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown. The customer stated that the reservoir leak while changing set. The customer stated that the leak is where the plunger comes out. The customer stated that reservoir was already discarded. The customer was advised to return reservoir and transferguard. Customer was advised the sending replacements.